Manufacturer narrative:
Evaluation of this complaint confirms that it is associated with a previously performed investigation. The ticket under investigation reported discrepant patient results or negative control (false positive) with non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples or negative control with a positive result when using the alinity m resp-4-plex amp kit (list 09n79-090 and 09n79-096). Non-sigmoidal curves are not expected to produce positive results. Therefore, ticket will also be dispositioned as confirmed. Specification not met: while the runs were valid and met assay specification requirements, a product deficiency was identified based on the interpretation of the patient samples. Positive results are expected to generate a sigmoidal curve. False positive discrepant patient results identified in this complaint exhibited non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result. Non-sigmoidal curves are not expected to produce positive results. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m resp-4-plex amplification reagent kit (9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number. Abbott molecular determined that a field corrective action should be taken via approval of 493-risk. This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. Urgent field safety notice /field correction recall (fa-am-dec2021-264) and a technical service bulletin to provide customers background on the issue, potential impact and necessary actions was issued. The following mdrs were also reported as related to fa-am-dec2021-264: 3005248192-2021-00110 follow up report 2 3005248192-2021-00406. 3005248192-2021-00367 follow up report 1. 3005248192-2021-00313 follow up report 1. 3005248192-2021-00361 follow up report 1. 3005248192-2021-00402 follow up report 1.

Event description:
Customer reported an alinity m resp-4-plex negative control fail due to "neagative control reactive" on the 19th of october 2021. Based on their review of the graphs it is clearly not a positive, so the customer questioned why it was called reactive. Note, this ticket does not allege a discrepant result, but a reactive control. There was no allegation of discrepant result and no allegation of impact on patient managment. Evaluation of this complaint confirms that it is associated with a previously confirmed investigation. The ticket under investigation reported negative control (false positive) with non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided negative control with a positive result when using the alinity m resp-4-plex amp kit (list 09n79-090 and 09n79-096). Non-sigmoidal curves are not expected to produce positive results. Therefore, this ticket was dispositioned as confirmed. This incident is being reported to FDA because the incident has been identified as associated with field action fa-am-dec2021-264, which was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. Issue occurred in new zealand using the alinity m resp-4-plex assay, list number 9n79-90, which is the same / similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.